Event description:
The facility had sent an infusion pump in with a failure code 810:04. The facility representative had stated that no pt incidents have been reported since the last baxter service event. Although information was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific pt info, tubing product code and lot number in use, medical intervention and pt injury.